Event description:
A customer experienced pain during sensor wear of the abbott diabetes care (adc) device, which causes them insomnia and bruises. The customer first self-treated with humalog insulin (dose unknown) and toujeo insulin (dose unknown). Then, the customer had contact with healthcare professional (hcp), who administered clopidogrel and unspecified "medical treatment to reduce pain and bruises". Adc customer service attempted to gain additional information but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap is retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Visually inspected the sharp revealed no issues and bent inserter needle was not observed. Damage associated with usage issues was observed on the sensor housing during visual inspection of the returned sensor. The senor data extracted successfully using an approved software. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced pain during sensor wear of the abbott diabetes care (adc) device, which causes them insomnia and bruises. The customer first self-treated with humalog insulin (dose unknown) and toujeo insulin (dose unknown). Then, the customer had contact with healthcare professional (hcp), who administered clopidogrel and unspecified "medical treatment to reduce pain and bruises". Adc customer service attempted to gain additional information but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and dent on sensor casing were observed. Data was extracted using approved software and extraction was successful. Dent observed on sensor casing does not affect the sensors functionality and electronics. No malfunction or product deficiency was identified. This issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced pain during sensor wear of the abbott diabetes care (adc) device, which causes them insomnia and bruises. The customer first self-treated with humalog insulin (dose unknown) and toujeo insulin (dose unknown). Then, the customer had contact with healthcare professional (hcp), who administered clopidogrel and unspecified "medical treatment to reduce pain and bruises". Adc customer service attempted to gain additional information but was unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced pain during sensor wear of the abbott diabetes care (adc) device, which causes them insomnia and bruises. The customer first self-treated with humalog insulin (dose unknown) and toujeo insulin (dose unknown). Then, the customer had contact with healthcare professional (hcp), who administered clopidogrel and unspecified "medical treatment to reduce pain and bruises". Adc customer service attempted to gain additional information but was unsuccessful. There was no report of death or permanent impairment associated with this event.